Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision appears tilted at times and he is seeing a small portion of gray that changes to black when he is reading, like a "blob of gray". Additional info has been requested

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).